Event description:
A customer reported encountering an unspecified application error with the adc application. The customer experienced hypoglycemia with loss of consciousness and was treated with glucose gel administered by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported receiving novopen related error messages upon applying the sensor. The reported issue was investigated and attempted to replicated. The reported issue is not an app malfunction. Scan your novopen again message might appear if there is an nfc (near-field communication) reable item, such as a credit card, in the customer's phone case. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an unspecified application error with the adc application in use with samsung z flip, android 13 and app version 2829318. The customer experienced hypoglycemia with loss of consciousness and was treated with glucose gel administered by a third-party. There was no report of death or permanent injury associated with this event.